Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support to inspect and clean the pump and its components, complete the loading process, and successfully resumed insulin administration.